Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient called to report that they received an injection with skinvive¿ by juvéderm® in their cheeks about 4 or 5 months ago. Post injection the patient report having ¿angry bumps¿ that calmed down after 5 days from the injections. The patient called the injector one week later and the injector told them to wait and that bumps could last up to a month. The injector informed the patient to push on them and massage and to use a cold roller. The injector also said to give it more time. In a couple more weeks the patient went to the injector and was told that they could use hylenex to dissolve the filler. Patient reported the bumps are "blatantly obvious and you can feel them¿ the patient declined at that time. The patient stated that they will not be going back to this injector and may possibly be treated by a dermatologist that they know.